Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported during use with an unspecified amount of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood and the tube would push off the hub. The following information was provided by the initial reporter: reporting vacuum is slower. Customer noticed the green tubes popping off the hub once put on. They must sometimes hold the tube on. Slow to fill. Other staff and other sites experienced the same issue. Customer uses the bd eclipse vacutainer needle 21g and bd ultra touch butterfly 23,21 g. They encounter the issue several times a week, about 4-5 incidences. H.6 additional imdrf annex a code: a150206.

Event description:
It was reported during use with an unspecified amount of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood and the tube would push off the hub. The following information was provided by the initial reporter: reporting vacuum is slower. Customer noticed the green tubes popping off the hub once put on. They must sometimes hold the tube on. Slow to fill. Other staff and other sites experienced the same issue. Customer uses the bd eclipse vacutainer needle 21g and bd ultra touch butterfly 23,21 g. They encounter the issue several times a week, about 4-5 incidences.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the vacuum is slower when pulling blood while using cat 367962 lot 2259094."

Manufacturer narrative:
Additional information has been provided. The following changes have been made below. D4: medical device lot #: 2228623. D4: medical device expiration date: 2023-08-31. H4: device manufacture date: 2022-08-16.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill and tube push off as all samples met specifications. 10 production lot in-house retention tubes from both lots were draw tested. All tubes were within specification limits and did not exhibit tube push off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use with an unspecified amount of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood and the tube would push off the hub. The following information was provided by the initial reporter: reporting vacuum is slower. Customer noticed the green tubes popping off the hub once put on. They must sometimes hold the tube on. Slow to fill. Other staff and other sites experienced the same issue. Customer uses the bd eclipse vacutainer needle 21g and bd ultra touch butterfly 23,21 g. They encounter the issue several times a week, about 4-5 incidences.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the vacuum is slower when pulling blood while using cat 367962 lot 2259094.".